Event description:
A 35 year old female status post 12/09/97 aortic valve replacement became septic with bacterioides fragilis infection. Diagnosed with mediastinal abcess (subsequently drained) on 01/08/98. On 03/04/98, pt presented with expressive aphasia. Echo revealed a perivalvular leak with false aneurysm at the proximal suture line of the homograft. Valve replaced with another aortic homograft.